Event description:
The customer reported via phone call that they did not receive a low reservoir alarm when they were running low on insulin. The customer also reported being hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 1006 mg/dl at the time of admission. Customer reported experiencing pain, nausea and trouble breathing prior to being hospitalized. The customer stated the cause of their hospitalization was from diabetic ketoacidosis. Customer was hospitalized for three days and was treating with an insulin and drip. There were no significant events leading to the customer's hospitalization. The customer was connected to the insulin pump at the time of hospitalization. Customer's current blood glucose was 189 mg/dl. Customer did not complete troubleshooting at the time of the call. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.